Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy1093 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the PICC catheter in this patient, the operator found barbs at the distal end of the guidewire when inserting the guidewire. After trimming by scissors, the guide wire was inserted into the introducer sheath successfully.

Event description:
It was reported that during placement of the PICC catheter in this patient, the operator found barbs at the distal end of the guidewire when inserting the guidewire. After trimming by scissors, the guide wire was inserted into the introducer sheath successfully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty threading the microintroducer/dilator/sheath over the guidewire was confirmed but the cause is unknown. A single video of the user attempting to thread the microintroducer/dilator/sheath over the inserted guidewire was returned for evaluation. It appeared that the user was having a difficult time threading the microintroducer over the guidewire. The cause of the difficulty was not apparent in the video; a clear view of the reported damage to the guidewire was not visible. Functional testing, dimensional analysis, tactile evaluation, and microscopic observation could not be conducted without the physical sample. Per the event description, ¿the operator found barbs at the distal end of the guidewire when inserting the guidewire. After trimming by scissors, the guide wire was inserted into the introducer sheath successfully.¿ it is likely that the reported damage to the guidewire was the cause of the difficulty threading the microintroducer over the wire. However, as the damage was not visible in the video, this cause of the difficulty could not be independently confirmed nor could the root cause of the damage be determined. Potential contributing factors of a rough wire and/or displaced coils could include attempted insertion of the wire against resistance or manipulation of the wire displacing the coils. Additional potential causes of difficulty threading the microintroducer/dilator/sheath over the guidewire could include a dimensional incompatibility between the components or damage to the distal tip of the dilator. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.